Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the second firing with a green reload and buttressing material, the device sounded strained when firing; there was an audible difference in sound of the motor. When the jaws were opened, the staple line on the remnant side was fine, but there were no staples deployed on the patient side of the firing. The staples started to deploy but did not deploy all the way from the cartridge and did not form. There was some serosal tearing on the tissue where the device had been clamped. The surgeon placed a few stay sutures along open segment of the sleeve and used another like device to re-fire along the section of the sleeve. There was some bleeding when the device did not deploy staples, but the blood loss was not significant and no blood products or transfusion were necessary. The second like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55f8a. The analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.